Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was noted to be dislodged post implant procedure. The patient was taken back to the lab and the lead was repositioned the same day. The patient was in a stable condition.